Event description:
The customer received questionable results for phenytoin on multiple samples from one patient. The results were generated between (B)(6) 2012. The customer has performed a serial dilution of the patient's sample and found a non-linear curve of recovery. The customer believes this indicates the possible presence of a heterophile antibody. All results are in ug/ml. The MDR is for testing performed on cobas 6000 c501 serial number (B)(4). On (B)(6) 2012, the patient was seen in the emergency room. A sample was run on cobas 6000 c501 (c501) serial number (B)(4). The result was 0 and was reported outside of the laboratory. The patient was treated with phosphenytoin based on the zero result. The customer stated the patient's current condition is "good, the patient is ok". The sample was later tested on a cobas integra 800 serial number (B)(4) and generated a result of 7.0. The sample was also tested on a dimension rxl and generated a result of 4.1. The result from the integra was deemed to be the correct result. On (B)(6) 2012, the patient was seen at the patient's clinic. A sample was tested on c501 serial number (B)(4). The initial result was 0.4, accompanied by a data flag. The result was repeated on the same analyzer and generated a result of 0.2, accompanied by a data flag. These results were not reported outside of the laboratory. A sample was also tested on c501 serial number (B)(4). The initial result was 0, accompanied by a data flag. It is unknown if this result was reported outside of the laboratory. On (B)(6) 2012, the sample from (B)(6) 2012 was retested on c501 serial number (B)(4) and c501 serial number (B)(4). The results from both c501 analyzers was <1. It is unknown if these results were reported outside of the laboratory. The sample from (B)(6) 2012 was then tested on integra 800 serial number (B)(4), and generated a result of 12.2. The sample was also tested on a dimension rxl and generated a result of 12.1. The result from the integra 800 was deemed to be the correct result. On (B)(6) 2012, another sample from this patient was run on c501 serial number (B)(4), and generated a result of <1. It is unknown if this result was reported outside of the laboratory. The sample was then tested on integra 800 serial number (B)(4) and resulted 17.3. The sample was also tested on a dimension rxl and generated a result of 17.1. The result from the integra 800 was deemed to be the correct result. The customer also alleged that the drug allegra cross reacted with the phenytoin assay. The field application specialist spoke with the customer, who indicated the patient has a heterophilic mouse antibody. Mouse antigen/antibody is used to make the cobas phenytoin assay. Patient with this antibody cannot have phenytoin testing run on cobas 6000.

Manufacturer narrative:
The investigation has determined hama can be excluded as an interferent in this sample. It was also determined that an investigation into the cross reactivity potential of fexofenadin (allegra) is not required as the event was reported to be low recovery of samples, and not high recovery.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Manufacturer narrative:
During the investigation, the false negative results with phenytoin on cobas c501 and the high results on the integra 800 were confirmed with all samples. As the patient sample interferes with several kinetic interaction of microparticles in solution (kims) assays, which include different types of antibodies; it is concluded that the patient produced an antibody against the micro particle surface. The interference is documented in the product labeling.

Manufacturer narrative:
It has been determined that the patient in question has not been diagnosed with human anti-mouse antibody (heterophile antibody).